Event description:
The distributor reported on behalf of the customer that the device, 10k100, linvatec 10k100 arthr.tube set was being used on (B)(6) 2022 and " during a laparoscopic surgery, while a surgeon was doing irrigation, a white debris was found. It was removed from a patient's body and also there was no impacts on the patient. This 10k100 was disposed of at the hospital.¿ there was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with an alternate same device with a 2 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 2 similar events involving 2 devices for this lot number.(B)(4). Per the instructions for use, the user is advised the following: tubing sets should only be used if the original packaging and labeling are intact. This issue will continue to be monitored through the complaint system to assure patient safety.